Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to why the mam3001 applier reportedly would not deploy the collagen plug with the clip during surgery. The analysis results found that the tip of the sheath was torn and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. The applier was re-fired properly. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a breast biopsy, the marker clip didn't deploy. They were able to deploy a second marker with no patient consequence.